Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display and crack at battery compartment side. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with blank display. The pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Evidence of moisture damage on the pcba 1 was noted. The pump passed the displacement test, sleep current test, active current test, and self-test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected power alarms or unexpected battery alerts were found in the history files or traces on or near the event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery cap contact damaged, stained keypad overlay, pillowing keypad overlay, scratched case, battery tube threads - cracked, cracked case (battery tube), cracked case - corner of belt clip rails. Blank display was confirmed during analysis due to misaligned battery tube. Cosmetic damage was confirmed at the battery compartment and battery cap contact during analysis. Exposed to moisture damage on the pcba 1 was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.